Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that warnings were alerted for undefined bipolar and unipolar high impedance on the right atrial (ra) lead. Lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was evaluated in office and parameters were found to be stable.